Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. Evaluation observed depressed battery pins (2 negative pins) affecting dc operation causing the screen to flicker as it lost and regained power. The rear case was replaced.

Event description:
It was reported that a spectrum pump's battery connectors were broken. It was also reported there was no patient involvement.